Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a monopolar curved scissor (mcs) instrument to perform failure analysis. Failure analysis found to have the proximal clevis dislodged. The dislodged proximal clevis is not attached to the main tube. Additional observations reported by site: the instrument was found to have broken grip cables at the proximal clevis. The instrument was found to have broken pitch cables at the proximal clevis. The cables were fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have a broken conductor wire at the proximal clevis. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Intuitive surgical, inc. (Isi) did receive a monopolar curved scissor (mcs) tip cover accessory to perform failure analysis. A visual inspection of the tip cover was conducted, revealing no issues.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument could no longer be moved in all directions. The instrument was removed and inspected, and it was found that the carbon shaft has loosened slightly from the white housing. The instrument was replaced with a backup and surgery completed as planned with no report of patient harm and a delay of less than 15. After the procedure, when removing the tip cover accessory from the mcs, the entire tip of the instrument came loose, and torn cables are revealed.